Event description:
It was reported that the indicated battery charge dropped significantly in a short period of time. There was no reported impact to the customer's blood glucose level. Customer was instructed by technical support to plug the pump into a power source with known working charging supplies, and the issue did not persist. Additionally, technical support replaced the usb charger, resolving the problem. No more information was provided.